Event description:
Kimberly-clark received a report stating, "while doing a trach on a patient, and they discovered the tip of the suction system in the patient's right lung. No patient injury. States that he doesn't know if the patient had been previously intubated with an ett, but is an in-hospital patient in the ICU. States that the tip of the closed suction tubing was discovered via the scope, not x-ray." The tip was removed from patient. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis. The directions for use contain a warning, "do not trim or cut the endotracheal tube(not supplied) while the kimvent closed suction system is attached, otherwise the kimvent catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations: device not returned to kimberly-clark by customer.